Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. No revision has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised (B)(6) 2014 due to pain and elevated cobalt and chromium ion levels. Revision op report notes the presence of avulsion of repaired gluteus medius muscle and tendon; scar tissue; dark, gray-stained joint fluid; chronic synovitis; metal staining of the tissue; cold weld at the head and neck; superficial corrosion of the stem; and an osteolytic cyst measuring 3cm in height, 2.5cm in width, and 2.5cm in depth. Op report further notes a vertical cup in 75 to 80 degrees of abduction and no anteversion, which took between 1.5 and 2 hours to remove. The modular head and taper insert were removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions,¿ and "intraoperative or postoperative bone fracture and/or postoperative pain," and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces, " and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-01450/-01451/-01452/-01453).